Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced a csf leak during implant surgery. The csf leak was addressed and resolved during implant surgery. No further medical intervention was required.